Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized 4 times due to high blood glucose level. The customer current blood glucose level was 600 mg/dl. Customer reports that blood glucose was 138 mg/dl in the morning, 195 mg/dl in the noon and also customer states that his blood glucose was 200 mg/dl since past two weeks and issue with not being able to calibrate. The customer was treated with bolus. The insulin pump will not be returned for analysis.